Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the rep report, "recently, I had heard that something may have happened to the patient. Today, I heard from the doctor that the patient had a stroke roughly 24-36 hrs after the heart valve was implanted [on (B)(6) 2017]." After surgery he woke up and moved everything. Day 2 afternoon he stopped moving the left side. CT showed multiple embolic stroke." The following was requested from the rep in preparation for meeting with the surgeon: proposed etiology of event, anticoagulation regimen immediately postop, pertinent patient comorbidities, planned interventions, current patient status, and if implant/intervention notes were available. After meeting with the surgeon, the rep stated "the patient has not come back to the cardiologist and has no update on the patient. The surgeon hasn't seen the patient and has no additional information." Attempts to obtain additional clarifying information were unsuccessful.

Manufacturer narrative:
Note: product corrected to (B)(4).

Manufacturer narrative:
The manufacturing records for the onxace-25, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review was performed of the available information was performed. The onxace-25, sn (B)(4), was reported to have been implanted with the patient suffering symptoms 24-36 hours post-surgery consistent with a stroke. A CT scan indicated a diagnosis of multiple embolic stroke. An implant registration card was not provided to the manufacturer, so this case cannot be definitively confirmed. Source and composition of embolic material are unidentified so we cannot tell what, if any, relationship the stroke has to do with the valve. That it occurred so soon after surgery would classify this an early event (30 days postop) and likely an outcome associated with the technique and/or trauma of surgery. In any case, thromboembolism (te) and stroke are recognized potential adverse events for the on-x heart valve [IFU, instructions for use] as they are with any mechanical heart valve prosthesis. For instance, in an evaluation of operative mortality following valve replacement surgery using the sts database for cases from 1994 through 1997, edwards, et al. Report an occurrence of permanent stroke of 1.58% in aortic valve replacement cases. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the rep report, "recently, I had heard that something may have happened to the patient. Today, I heard from the doctor that the patient had a stroke roughly 24-36 hrs after the heart valve was implanted [on (B)(6) 2017]."after surgery he woke up and moved everything. Day 2 afternoon he stopped moving the left side. CT showed multiple embolic stroke." The following was requested from the rep in preparation for meeting with the surgeon: proposed etiology of event, anticoagulation regimen immediately postop, pertinent patient comorbidities, planned interventions, current patient status, and if implant/intervention notes were available. After meeting with the surgeon, the rep stated "the patient has not come back to the cardiologist and has no update on the patient. The surgeon hasn't seen the patient and has no additional information." Attempts to obtain additional clarifying information were unsuccessful.